Event description:
Related manufacturing ref: 2030404-2022-00058. During the pediatric supraventricular tachycardia procedure, there was a delay due to visual issues with the catheter. The catheter was not able to be visualized as expected. The connections were checked but no issues were noted. The cable was exchanged and then the catheter was exchanged without success. At this time it was then noticed that there was no impedance showing on the ampere generator which was thought to indicate a catheter or cable issue rather than a setup issue. Using a new non-abbott catheter and cable resolved the issue. It is suspected the issue was with both cables given they had been re-sterilized. The procedure was completed successfully without adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.